Event description:
Additional information was received that high out of range shock impedance measurements continue to be observed. The patient was scheduled to see an ep for commanded shock testing for a date in the future. No adverse patient effects were reported.

Event description:
Additional information was received that the patient presented to an electrophysiologist for follow up. Shock impedance measurements were observed to be within normal limits and x-ray imaging showed no anomalies. No adverse patient effects were reported.

Event description:
Additional information was received that intermittent high out of range shock impedance measurements continue to be observed. Non-invasive programmed stimulation (nips) was performed and shock impedance measurements were observed to be within normal limits. An additional chest x-ray was performed and connections appeared acceptable. A copy of device memory was submitted to boston scientific technical services (ts) for analysis. Analysis of device memory revealed saturated shock impedance measurements in rv coil to ra coil and ra coil to can. Analysis concluded an issue with the proximal coil. Defibrillation threshold (dft) testing was scheduled for a date in the future. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance measurement greater than 125 ohms. All subsequent measurements were observed to be within normal limits. No adverse patient effects were reported.

Manufacturer narrative:
The physician will continue monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--